Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and material separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling of the guide wire during insertion into the guide wire introducer, the guide wire became kinked and separated. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, the hi-torque balance middleweight universal guidewire met resistance with the guidewire introducer and separated. There was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.